Manufacturer narrative:
Reported event: an event regarding corrosion involving an unknown stem was reported. The event was confirmed. Method & results: device evaluation & results: material analysis of the received femoral head concluded damage and debris were observed on the taper of the head. "Eds showed the debris was consistent with a corrosion product, material transfer from the hip stem and biological material..." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the stem was not returned for evaluation; however the femoral head was received for evaluation and a material analysis concluded material transfer of the stem onto the head taper. The exact cause of the metal head corrosion could not be determined because no medical records were provided and are needed to complete the investigation for determining the root cause. If the device and/or additional information is received, this investigation will be reopened and re-evaluated. Not returned to manufacturer.

Event description:
As per sales rep, patient had right hip revision due to metallosis, corrosion.